Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable power up or complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle. Additionally, high voltage travelled to low voltage circuitry, damaging multiple components on the pcas causing the monitor to not be able to power up. The root cause for the damaged receptacle was excessive force. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.